Event description:
It was reported that the patient presented to the emergency department with chest pressure and shortness of breath, along with possible heart racing and "flip-flopping" in the patient's chest. The patient had no recent recorded events, with the last symptom event being about five weeks earlier. Review of other vt (ventricular tachycardia) episodes showed likely noise/oversensing, and the last two asystole episodes appeared to be the result of undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).